Event description:
It was reported that a large volume folfusor was leaking outside of the bladder. This was noted after filling with fluorouracil (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 07, 2014 ¿ july 08, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.